Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 450cc mentor memorygel breast implants and experienced postoperative left-sided rupture and calcification, and bilateral capsular contracture (grade unknown). The diagnosis was confirmed by a healthcare professional. The patient was initially planning to undergo bilateral removal and replacement. However, due to the irregular left-sided calcification finding, the surgeon decided to postpone implant exchange, performed a bilateral capsulectomy, and explanted the implants on both breasts on (B)(6) 2019. The left breast capsule was sent to pathology as well as the fluid from the left breast pocket due to the irregular findings of the left breast capsule. This report is for the right prosthesis.